Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal was separating from the bezel. The reported problem was verified. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the motor service was due. There was unknown patient involvement. The device evaluation noted the downstream occlusion seal separating from the bezel.